Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that defibrillation threshold (dft) test was performed and shock impedance measurements of 91 ohms were obtained. The physician opted to continue to monitor. No additional adverse patient effects were reported. This device system remains in service.